Event description:
It was reported that the balloon ruptured at 18 atmospheres (atms) during the attempt to treat a right coronary artery (rca) restenosis of two non-abbott stents. A dissection was noted and was treated with a 2.5 x 28 xience. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned voyager nc balloon catheter found contrast visible in the inflation lumen and the loosely folded balloon, suggesting that the catheter was prepared for use and pressurized during the procedure. There was also blood visible in the guide wire lumen, in the inflation lumen, in the balloon, on the shaft and on the balloon, which is consistent with the reported use of the device and a leak or balloon rupture. An attempt was made to pressurize the balloon using a new indeflator and the analysis confirmed that there was a pinhole in the balloon approximately 6mm distal to the proximal balloon marker. It was noted that the inner member inside the balloon kinked during the returned product analysis. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. The balloon was ultimately sent to the scanning electron microscopy (sem) lab for further analysis, which determined that the balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. To ensure this type of damage is not a result of a potential product deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. The analysis also noted multiple bends throughout the entire length of the hypotube. However, since this damage was not originally reported in the case description, the shaft likely bent from further handling as the product was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported complaint. In this instance, based on the information received with this complaint, the analysis of the returned product and the results of the sem analysis, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. The reported patient effect of dissection, as listed in the product instructions for use, is a known adverse event associated with coronary angioplasty and is not necessarily an indication of a product quality deficiency. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. Overall, a definitive cause for the reported patient effect, and the relationship to the device, if any, could not be determined. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to this report.

Event description:
It was reported the lead was capped due to high thresholds. The lead was not replaced. The device was replaced due to eri. No patient complications have been reported as a result of this event. It was later reported the patient died (B)(6) 2009 with unknown relatedness "to both the system and an arrhythmic event." The cause of death has been requested and not received.